Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient stated they were leaking and had back to back utis. Patient stated they had a uti at the time of the report and two weeks prior they had a uti. Patient stated they were on program 3 and stated they needed to change programs. Patient reported the device had helped their leaking in the past. Patient confirmed stimulation was on and switched to program 4, set to 3.0. Patient reported they didn't really feel stimulation, so they increased to 3.4. Patient reported they felt stimulation in their leg and if stimulation was too high they couldn't walk and their legs started jumping. Patient further clarified they said when they did it they got a really strong nerve in their leg. Patient had never felt stimulation in the bicycle seat area and had only felt it in their leg. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reiterated the lack of symptom control and stimulation in the wrong location. They stated program 4 was not working for them. The switched to try program 1 and 2 while on the call. The patient continued to feel stimulation down the left leg and not in the bicycle seat area. The patient was redirected to their healthcare provider. Patient denied any fall or trauma related to the event. Patient tried program 1, stimulation was set to 1.1 and the patient could feel comfortable stimulation down their left leg. Patient tried program 2 and had it at 0.8 and felt stimulation down their left leg.